Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was two 4 fr sl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in unit 01 at the 15 cm depth marker and in unit 02 between the 11cm and 12cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported trachoma leakage from 11 cm of solo catheter in patient. The patient was in the PICC clinic for maintenance when fluid was noted to be coming out of the puncture site, which was clinically characterized as a probable catheter break and was removed. A new solo catheter was reintroduced to the patient. Additional information 07/16/2024: inserted around (B)(6), leakage was discovered about 2 months after insertion. Leakage occurred during catheter maintenance, normal saline was used in the catheter. A color ultrasound was performed before the catheter was removed, photos and related data cannot be provided. It was removed according to the normal extubation process, and both catheters were removed completely at one time. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported trachoma leakage from 11 cm of solo catheter in patient. The patient was in the PICC clinic for maintenance when fluid was noted to be coming out of the puncture site, which was clinically characterized as a probable catheter break and was removed. A new solo catheter was reintroduced to the patient. Additional information 07/16/2024: inserted around (B)(6) 2024, leakage was discovered about 2 months after insertion. Leakage occurred during catheter maintenance, normal saline was used in the catheter. A color ultrasound was performed before the catheter was removed, photos and related data cannot be provided. It was removed according to the normal extubation process, and both catheters were removed completely at one time. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.